Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In this revision of a reunion reverse shoulder, the baseplate had pulled out of glenoid. All screws peripheral screws had loosened with one escaping through the back of the base plate and floating free under clavicle. Rep reported that surgeon was unable to re-implant new baseplate due to bone loss, and therefore patient was converted to a hemi arthroplasty.

Manufacturer narrative:
Correction: the reported event that unknownperipheral screw was alleged of 'implant - loose' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Further information such as medical records, x-rays, surgery reports or progress notes will not be released from the hospital. Thus, a medical statement was not possible. A more precise evaluation was not possible. Device was not returned.

Event description:
In this revision of a reunion reverse shoulder, the baseplate had pulled out of glenoid. All screws peripheral screws had loosened with one escaping through the back of the base plate and floating free under clavicle. Rep reported that surgeon was unable to re-implant new baseplate due to bone loss, and therefore patient was converted to a hemi arthroplasty.